Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited chronic high thresholds that were also noted to vary. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.